Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose values were 50 mg/dl and 139 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer reported that they receive calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis. It was not stated if the auto mode feature was in use.